Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead warning and the right ventricular lead displayed low impedance "for many years, but now the impedance is even lower." The lead was removed, replaced, and no patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.